Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed in the fault journal numerous "leak in iab circuit" alarms documented on the reported event date. The stm performed leak tests, but noted all tests passed and could not identify any leak in the iabp unit. The stm also noted that the leak in iab circuit alarm triggers to factory specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was then cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a "leak in iab circuit." There was no patient harm and no adverse event was reported.